Event description:
It was reported that syringe 20ml e/t had foreign matter inside. The following information was provided by the initial reporter: 1 of our assistants, while preparing medication today, noticed something strange. There seems to be something of dirt in the syringe. There is only water pulled up. It seems to be something greasy, possibly from the manufacturer's machine. I can't think of anything else, it's on the inside. You can see it on the plunger as well as the front. So seems to have been something of a saw greasy something.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: three photos and one sample were provided to our quality team for investigation. Upon visual inspection, a white substance was observed on the top of the stopper of the syringe. Using magnification it was determined the substance is a mixture of silicone and polypropylene particles. No grease or other foreign material was identified within the product. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. A device history review was performed for the reported lot 2010083, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any polypropylene particles or other material from inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, product was verified to be manufactured according to procedure. While we cannot identify a definitive cause of this incident, the substance was determined to be a mixture of silicone and polypropylene particles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml e/t had foreign matter inside. The following information was provided by the initial reporter: 1 of our assistants, while preparing medication today, noticed something strange. There seems to be something of dirt in the syringe. There is only water pulled up. It seems to be something greasy, possibly from the manufacturer's machine. I can't think of anything else, it's on the inside. You can see it on the plunger as well as the front. So seems to have been something of a saw greasy something.